Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 600 mg/dl and a high ketone level. The cause of the elevated bg was unknown. Bg was treated via intravenous insulin and saline. Reportedly, the issue was resolved approximately 3 hours later, and the customer did not sustain any permanent damage. Reportedly, the customer remained in the ER due to an unrelated event. System check with tandem technical support confirmed the pump was functioning as intended.